Event description:
After the catheter was inserted and in use for 24-36 hrs, it was removed without incident. Subsequently, the pt experienced pain and required treatment for a spinal abcess. Info from the user alleges that the anesthesiologist may have been the source of infection, and the product is not being blamed.